Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pc board is alarming and shutting down. Additional malfunction is the pilot valve is alarming.